Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. Unit had cracked display window corner, scratched lcd window and cracked belt clip slot at battery tube threads area.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. The blood glucose reading was 117 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.